Event description:
International affiliate reports that the distal end of the catheter became occluded with fibrous tissue. As a result, the fluid could not flow through the peritoneal end of the catheter and the catheter was removed.